Manufacturer narrative:
Other, other text: investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend plus . Picture was received, which observed a split on the corner of the flange. According to pfmea 10018858-001 rev.100 - IFU-flextend tracheostomy the occurrence for broken neckstrap condition could be caused by: supplier process related. Instructions for use were reviewed ?10018858-001 rev.100 - IFU-flextend tracheostomy.? On section 4.8 states: ?guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. We recommend using the twill tape holder supplied with the product.? Engineering and occurrence reviewed which performed 100% prior to release of product. No corrective actions were taken. However, as part of containment, production personnel was notified by quality engineer on (B)(6) 2020 as awareness of the defect reported by the customer.

Event description:
No product was returned, however a picture was returned with a summary from sme .

Event description:
A correction on follow up report. File changed to serious injury reportable.

Manufacturer narrative:
Corrected data: h1 corrected to serious injury reportable.

Event description:
It was reported that a smiths medical trach tube got dislodge this time. No adverse patient effects were reported.